Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID n EU_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
It was reported the patient had their pump replaced yesterday the day before the report as the pump was reaching eos (end of service) anyway. Per the reporter they indicated the hcp found a kinked catheter during the pump replacement. The pump was used to deliver fentanyl, bupivacaine, and morphine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there were no symptoms associated with the event. The patient was receiving adequate pain relief. The procedure was for routine elective replacement indicator (eri). During the replacement, the distal catheter segment was noted to be kinked 90 degrees. The patient was receiving good pain relief post the pump replacement and catheter revision.